Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for a high blood glucose level of 659 mg/dl. Prior to the event, the customer's infusion set had dislodged, and the customer didn't have another one to replace it. Unable to troubleshoot as the customer was out of town, and had no supplies with her. Advised that the local rep. Would be contacted. Nothing further was reported.